Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately four (4) months post initial procedure, the physician elected to treat the patient for an unknown device failure by implanting a suprarenal afx and three (3) infrarenal afx devices on (B)(6) 2019. There is limited information available for the initial report to this event. There have been no additional patient sequelae reported.

Manufacturer narrative:
No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: as this event is not longer a reportable complaint please remove all information provide in the initial report.

Event description:
During the course of the investigation of this event, it was discovered that there was no device failure there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device therefore this is not longer a reportable complaint.